Event description:
It is reported that in 2000 pt underwent left total knee replacement. Following, on 8/2001, while getting ouf of a car, pt twisted their knee. The next month, x-rays confirmed that the tibial articulating surface had dislocated from the tibial plate. As a result, 4 days later, the knee was revised where the tibial articulating surface was indeed found to be displaced. The tibial plate and articulating surface were both removed and replaced using mg ii products. Pt did very well post-op.